Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(4): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Physician completed the procedure using digital spot imaging. Customer would not provide any further pt or procedural information, other than to say the pt is fine. No reported injury.